Manufacturer narrative:
MDR made in error it is a duplicate of (B)(4).

Event description:
Error.

Event description:
It was reported that bd maxguard administration set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that tubing had a crack, leaked and then broke on induction.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.